Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: lot#, rpn and filter type is unknown. No imaging was provided. Given the limited information provided, it has not been possible to further investigate or evaluate the reported filter tilt, difficult to retrieve, ivc perforation, migration, and nerve damage. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). (B)(4). D4) catalog#: unknown but referred to as a cook ivc filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "the patient stated the device was implanted on (B)(6) 2011 and approximately two years after implant the patient started experiencing difficulties. The physician (same as implant physician) attempted removal on (B)(6) 2016 which was unsuccessful. Patient stated the physician confirmed the filter has migrated, tilted and poked through the vena cava wall. Patient stated his bother him as the nerves to his feet are also damaged due to this. Patient stated the most recent consult with his physician (no date provided) the physician stated that his options are to undergo a surgery to open up the patient and attempt retrieval which would be a (B)(6) survival rate or live on oxycontin for the pain and discomfort to keep him comfortable. Patient stated that the physician noted that the patient should have had the filter removed after 6 weeks." Patient outcome: the patient required additional procedures due to the occurrence and the product. The complainant reported pain, discomfort and nerve damage to legs on the patient due to the device.